Manufacturer narrative:
The customer provided photographs have been returned and investigated. Review of the customer photos did confirm the blood leak on the pump deck underneath the pto. The photos were not clear enough to confirm the exact location of where the leak originated from. The photos appear to show the blood pooling to the bottom of the pto. The assembled kits are leak and occlusion tested, with that it is unlikely that a leak was present at the time of the testing. If there was a pierce or cut, the tube of the kit would have failed the testing. The root cause for the incident could not be determined. Investigation complete. (B)(4).

Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction pto leak. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. Kit lot f217 was reviewed. There were no non-conformances related to the complaint. This lot met all release requirements. A review of kit lot f217 shows no trends. Trends were reviewed for complaint categories, alarm #45: red blood cell pump alarm, pto leak. No trends were detected for these complaint categories. This assessment is based on the information available at the time of the investigation. At the time of this report, the analysis of the customer provided photos is still in progress. A supplemental report will be filed when the analysis is complete. (B)(4).

Event description:
The customer reported a leak on the instrument's pump deck after receiving an alarm #45: red blood cell pump alarm. The treatment was aborted and the customer did not return the volume to the patient. The patient was in stable condition and was released from the hospital. The customer provided photographs for evaluation.